Event description:
Blood sugar levels were 22.9 [blood glucose increased]. Novopen 4 was not delivering any insulin [device malfunction]. Case description: does the incident represent a serious public health threat? No. This spontaneous case reported by a consumer from the (B)(6), concerns a (B)(6) pt, who was treated with novomix 30 penfill (dual acting insulin aspart) and novopen 4 (insulin delivery device), (therapy dates unknown), for type 2 diabetes mellitus and experienced "blood sugar levels were 22.9" and "novopen 4 was not delivering any insulin" beginning on (B)(6) 2012. Pt's height: not reported. Medical history includes, type 2 diabetes mellitus (diagnosed 19 years ago). The pt had been using novomix 30 ever since becoming diabetic 19 years ago. It was reported that since last 3 months, the pt had become completely blind due to macular degeneration. The reporter (pt's wife) stated that she used novopen 4 to inject her husband's novomix 30. On (B)(6) 2012, at about 10 pm, she checked his blood sugar levels and it showed 22.9 (units unspecified). She tested his levels again 2 hours later and by that time they had risen to 23.4 (units unspecified). After consulting the general physician she administered 4 units of novomix 30 to her husband and called the paramedics. At 4 am, the pt was taken to the hospital where he was stabilized and currently the pt was back home. While in the hospital, it was discovered that his novopen 4 was not delivering any insulin, hence the increase in blood sugars occurred. The pt's last blood sugar reading was 8 point something and it was being expected that his levels would return to normal 'today'. Action taken to novomix 30 penfill and novopen 4 was not reported. Overall outcome for the reported event "blood sugar levels were 22.9" and "novopen 4 was not delivering any insulin" was reported as unknown.